Event description:
Reportable based on analysis completed on 16 february 2022. It was reported that a orbiter pv was selected to be used in procedure. During the introduction of the catheter into the sheaths hemostatic valve the catheter tip was damaged while crossing. However, analysis of the returned device revealed that the tip was partially detached.

Manufacturer narrative:
Visual inspection of the device showed tip of the device was found partially detached. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.